Event description:
Blood specimens could not be transferred into blood culture bottles.

Manufacturer narrative:
Production process review: tracing the production process batch records and finished product factory inspection reports of this batch of products, there have been no changes in raw materials and production processes, and the finished product has passed the factory inspection. 2. Sample retention testing: batch number: 241118 specification: 20g*19mm blood collection needle, retain 5 samples for testing: 1) appearance inspection shows that all components are undamaged and not detached. 2) using 5 simulated clinical collection tests, connect each blood collection needle to a 10kpa water pressure catheter, and collect 5 vacuum collection tubes from each blood collection needle, all of which can collect normally without blockage. 3. Cause analysis: the principle of blood collection with a blood collection needle is to use the vacuum negative pressure of the blood collection tube and human blood pressure to draw blood into the blood collection tube (collection tube). The blood collection needle only provides a channel; based on the above sample surveys, it can be used normally, and according to the customer's description, the user is connected to the blood culture bottle for collection, and blood cannot enter the blood culture bottle. It is understood that the blood .the culture bottle cannot be directly connected with ordinary intravenous blood collection needles or syringes.